Event description:
Reporter at implant hospital called davol to ask if a specific product code/lot number was part of the mesh recall. During the inquiry the reporter stated that a surgeon's office had called the implant hospital to inquire about the recall status of a patient's mesh and had mentioned that the mesh had been explanted at another facility. No information was provided about why it was explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow-up report when/if product is returned for evaluation or additional information becomes available.